Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The image problem was duplicated while performing the white balance. The image problem was attributed to a damaged control body uni (r-unit). In addition, the switch button #3 was found broken, which appears to be a physical damage. This report is being filed as an MDR in an abundance of caution.

Event description:
The hospital reported that during a procedure, they experienced a total loss of image. The procedure was completed with a different, but similar device. There was no patient injury reported.